Event description:
It was reported that this pacemaker exhibited a drop in pacing impedance within range on the right ventricular (rv) lead. The patient also had farfield oversensing due to atrial tachy response (atr) episodes. An magnetic resonance imaging (MRI) was performed, after the device experienced safety switch. Afterwards, the impedance increases and became out of range. Technical services (ts) was consulted, and high capture thresholds were noted, as well as myopotential noise. The device remains in service. No adverse patient effects were reported.